Manufacturer narrative:
The gi bleed referenced in this section was reported under MFR. Report # 2916596-2015-01473. (B)(4). Approximate age of device ¿ 8 months. The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleeding could not be determined; however, the instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's hemoglobin was noted to be 6.5 g/dl upon routine clinic visit and the patient was directly admitted to the hospital. On (B)(6) 2015, an esophagogastroduodenoscopy (egd) was performed and a duodenal ulcer was noted. The patient reportedly does not have a history of ulcers, but does have a history of gi bleeding. The ulcer was treated with an epinephrine injection. A few days following the treatment, the egd was repeated and no bleeding was noted. On (B)(6) 2015, the patient's inr was 1.2 and hemoglobin was 10.2 g/dl. The patient was planned to be discharged.